Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 404 mg/dl at the time of bed time and other blood glucose level was 200 mg/dl, 204 mg/dl and 121 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer stated that the sensor had received change sensor alarm and calibration not accepted alarm. Troubleshooting was performed for sensor issues. The insulin pump will not be returned for analysis.